Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Incident as reported: laparoscopic cholecystectomy "after the customer finished the operation (laparoscopic cholecystectomy), a piece of the duckbill was found inside the pt's body. However, it was retrieved from inside the pt's body. The customer said that he/she felt something was caught when inserting/withdrawing the grasping forceps with gauze into/from the cannula. The model name of grasping forceps which was combined is unk. Other combined device: olympus ltf-s190-5. Aomori olympus checked the duckbill and the septum. As a result, we found that the duckbill was broken and the septum was torn. We would like to know the following point. Pt status: a piece of duckbill was retrieved from inside the pt's body.